Event description:
Through a medwatch report, a consumer's daughter reported that following bilateral intraocular lens (iol) implant surgeries, her mother has inflamed corneas, inflamed eyes filled with pus, and is unable to read. She reported that her mother is under the care of another surgeon (not the implanting surgeon) who recommended her mother be seen by a corneal specialist. No contact info was provided; therefore, no f/u could be done. There are two medical device reports for this event. This report is for the first eye.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure, the device was fired three times on the vessel and the force to fire was higher than expected. The device was fired three times with white cartridge. On all three firings the device cut, but the staples were malformed. Cautery and harmonic were used to complete the case with no patient consequence

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.